Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the button to select the frequency on the external pulse generator (epg) was broken. The product is expected to be returned for service. There was no patient involvement reported.